Event description:
This spontaneous device case, reported by a consumer, who contacted the company with a product complaint and forwarded by the responsible complaint person, concerns a patient of unknown origin. The medical history of the patient included an unknown type of diabetes. It was unknown if the patient received concomitant medications. The patient received insulin lispro (humalog), 10 iu, four times a day, before every meal, for the treatment of unknown type of diabetes, subcutaneously and beginning date not provided. On an unspecified date, unknown time after beginning the insulin lispro treatment via the humapen ergo, teal pen body type with a green cartridge holder attached (device model was teal/clear, ms8929), the patient felt bad and experienced hypoglycemia (the glycemia measurement resulted in 35 mg/dl). It was stated that the device was stuck, prior to the insulin injection and the patient suspected that he had received a higher dose than usual, since he had to push harder to inject the medication (he suspected that he had received within 15 and 20 iu). It was also reported that the device had fallen some time ago, but it continued working fine after that, until that opportunity. The patient received extra sugar/food as a corrective action for the hypoglycemia and it was unknown if the patient received a corrective treatment for the event of feeling bad. On a date not reported, he recovered from them. It was not reported if the insulin lispro therapy was continued or not. This humapen ergo, teal pen body type with a green cartridge holder attached is associated with another device. It was the patient who operated the device, and he had not been trained (a training meeting was already scheduled). The reporting device had been used for two years and it was unknown how long this device model had been used. The device returned to the manufacturer and was replaced by a new one. Update 08/19/2009: according to additional information received by global product complaint system on 08/19/2009. Created the catool link; added the product return date; changed the device model; added the pc number in the narrative. Updated the psur comments and the correspondent fields. Update 08/24/2009: according to additional information received on 08/18/2009 and 08/19/2009 by the initial reporter. Added the patient's age; added the insulin lispro dose, frequency; added, on the narrative, the information that the higher dose the patient suspected to had received was 15 and 20 iu; changed the device age; added yes as improper use, for the device (as the patient did not prime it and re-used the needle); changed the corrective treatment to yes, as the patient received extra sugar/food as corrective action; added the information that the device was replaced by a new one. Updated narrative and the correspondent fields.

Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.